Event description:
It was reported that the leads were fractured. It was noted that both leads were explanted completely on (B)(6) 2014. Both leads had impedance measurements >10,000. The lead of serial number (B)(4) had these impedances on electrodes 0 and 1. This lead was fractured and fluoroscopy during the revision showed that the 0 electrode had separated from the lead in the epidural space. This lead was causing a loss of stimulation and therapeutic effect, causing a shocking or jolting sensation, and stimulation in the wrong location. Lead of serial number (B)(4) had these impedance measurements on electrode 8. This lead had a break or fracture between electrodes 10 and 11 and this damage was noticed while removing the lead. The lead was causing problems of intermittent stimulation, a loss of stimulation and therapeutic effect, and stimulation in the wrong location. The patient was also experiencing -50% therapy relief and pain at the lead location. The original plan was to revise both leads by moving them caudal and laterally toward the right but imaging suggested the leads were fractured. Both leads were replaced after reprogramming had been attempted. The patient was unable to recall any particular event that may have contributed to the damage. The patient status at the time of the report was alive with no injury. It was further reported that the patient had a post-op appointment on (B)(6) 2014 and wanted a reprogramming. It was further reported that the patient had been assaulted and injured in the neck and head before the revision and they thought this may have been a reason for the damage to the leads.

Event description:
It was reported a separate 3.5 mm electrode was separate from the wires and seen within the posterior epidural space via x-rays. It was reported the patient had fractured a lead, and there was a known device fragment of the distal electrode in one location. Additional information received reported the patient was attacked in (B)(6) 2013. It was noted the patient was seen on (B)(6)-2013 for reprogramming which was unsuccessful. Imaging was performed and showed the lead migrated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the lead (serial number (B)(4)) found a broken conductor on the distal end of the lead. The # 0 conductor was broken at the distal tip of the returned lead. The # 1 conductor is broken near the crimp weld site on the # 1 electrode. Analysis of the lead (serial number (B)(4)) found a broken conductor on the distal end of the lead. The # 8 conductor was broken at the distal side of the # 9 electrode .8 cm from the distal end. The # 8 conductor is broken near the crimp weld site on the # 8 electrode .3 cm from the distal end.